Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18554. It was reported the patient¿s ipg was explanted on unknown date due to the patient needing a fusion and the paddle lead was left implanted. Surgical intervention took place on (B)(6) 2021 wherein the paddle lead was explanted and a new system was implanted.